Event description:
It was reported that continuous glucose monitor displayed an error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed that error message did not reappear, and then successfully started new sensor session, with no additional actions required.